Event description:
It was reported that when they try to charge the implanted neurostimulator, they have been having trouble off and on for a couple months now but getting worse. Patient said the screen would go white and they would have to reset controller and then charging would work for a little bit, but then the message would come up saying external battery needs to be replaced. Patient also said for months (this year) they'd go to access their therapy at night (patient said they'd have to turn stim off at night to conserve battery power and because stim makes their legs go crazy at night) but the controller would say can't find device. Patient would try several times and would eventually go like they were going to charge, and then could unlock to turn stim off. Patient inspected recharger and controller port but did not see any damage. Patient reset controller during the call and was able to unlock without recharger. The issue was not resolved. A request was sent to the repair department to replace the controller.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.